Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis.  Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient presented in clinic for follow up. It was noted that pocket erosion was seen. On (B)(6) 2018, the device was explanted and replaced. The patient was in stable condition.

Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
New information received notes that the device was used as temporary pacemaker. There was no allegation of malfunction on this device. The complaint of erosion was on previously implanted competitor device.